Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient has already had infection twice since the initial implant surgery on (B)(6) 2010. The first infection was confirmed at the surgical wound on (B)(6) 2010 after the initial surgery. The other one was confirmed at the right ilium bone area on (B)(6) 2012 after the third extension surgery. Implanted area of vertical expandable prosthetic titanium rib (veptr) system; left second rib to ilium. Implanted area of veptr ii system; right forth rib to ilium. Irrigation surgery of the surgical wound (both the left and right side) was performed on (B)(6) 2014 because the surgeon found redness (infection) in the right surgical wound area. The patient had a fever nine days after the surgery on (B)(6) 2014. The surgery took place on (B)(6) 2014 was the planned extension of the left side veptr and the replacement for veptr ii at the right side. There was no problem with the blood test after the irrigation surgery. The surgeon did not believe the infection from 2010 was implicated in veptr. This report is for an unknown veptr implant. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.